Manufacturer narrative:
.

Event description:
Reportedly this device was explanted at implant due to echocardiography showing a leaflet was stuck open. The attending physician decided to explant the device and upon removal noticed that they had sutured a leaflet together.